Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her shoulder replaced. The surgeon did not know who did the surgery or when it was done. The patient was referred to surgeon because her total reverse shoulder dislocated. The x-rays indicated that this patient had a delta extend prosthesis and was dislocated inferior. The surgeon revised the implants. The existing +9 spacer, 38mm eccentric glenosphere, and 38mm + 6 poly was explanted and replaced with a 42mm + 6 eccentric glenosphere and a 42mm + 6 retentitive numeral cup was implanted. The surgeon felt this provided a stable shoulder joint. The cemented humeral stem, the metaglene base plate, and base plate screws were left implanted. There was damage to the implants and the lot # information was not obtained because they were not legible. Doi: unknown. Dor: (B)(6) 2020. Right shoulder.